Manufacturer narrative:
The subject device was already discarded. There is no abnormality reported of the subject device from the facility. The physician stated that an ulcerous stenotic lesion was observed on the patient. It was considered that this phenomenon was attributed to the underlying disease of the patient. Also, olympus stated the appropriate handling of the ec type 1 and the counter-measures against the irregularity in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Omsc was informed that the facility found using x-ray inspection for the patient that the subject device remained in the patient 24 days after the capsule endoscopy was performed. After that, the doctor removed the subject device from the patient using a double-balloon endoscope. There is no abnormality reported of the subject device, and there is no patient injury reported.